Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6)2010. (B)(4).

Event description:
It was reported that during a device replacement procedure, the right atrial and left ventricular leads were damaged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and it was noted that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.